Manufacturer narrative:
Additional information in b4, d4 (UDI number), g4, g7, h2, h3, h6: methods, results, and conclusion codes. The following sections were corrected: d10, h4 the returned plug driver was evaluated. The tip was confirmed to be fractured. A review of the manufacturing records did not identify any issues which would have contributed with this event. As this failure is regularly occurring with known causes and impacts, a summary investigation was completed. Tip fracture of the plug driver likely occurs when the driver is over torqued or when force is applied off axis.

Event description:
It was reported that the driver tip is broken and missing. There was no specific surgical or patient information provided. No known patient impacts or harm. This is report two of two.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the driver tip is broken and missing. There was no specific surgical or patient information provided. No known patient impacts or harm.